Event description:
It was reported that a perforation occurred. It was reported via social media that "the patient had the watchman procedure and a perforation occurred. The patient spent three days in the intensive care unit."